Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 2.5 mmol/l. The customer states will take a juice or else. He said his readings are very different , he feels very sick if higher then 10 mmol/l but can stay at 3 mmol/l. The customer did not go to the hospital. The ambulance went there twice. The insulin pump will not be returned for analysis.